Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev0172 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the flushing with physiologic solution they noted a leakage near the insertion point of cvc . After this they removed the catheter. No other information provided.